Manufacturer narrative:
Six 138104 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that evidence of poor or incomplete sealing on all devices. All of the devices were dye leak tested however only samples one and two failed for a breach of sterility. Sample one likely failed due to an angled seal caused during the sealing process. Sample two failed for a breach caused by the devices encroaching through the seal area. The remaining devices did not exhibit a breach of the sterile barrier however they did exhibit fold over. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of 2 complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 66 devices, for this device family and failure mode. During this same time frame 2,315,680 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use provides the user with information regarding proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During incoming inspection, the distributor rejected item 138104, elec, blde, std, ext, insulated, qty 6 for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.